Event description:
#Medwatcher #(B)(4). First migraine ever while laying on the couch. I couldn't lift my head and was uncontrollably crying. The migraine lasted for about 10 min and ever since have had weekly headaches but not as extreme as the first. Headaches can last from minutes to hours they can be as frequent as daily or as far apart as weekly. I also have chronic constipation since (B)(6) 2010 when the essure procedure took place. I have been to the doctor and hospital on several occasions for the above stated symptoms. My symptoms list has grown significantly since the first year of the essure procedure. My symptoms include hair loss, shortness of breath, dizziness, indigestion, lightheadedness, near fainting, vomiting, eye twitches, lower right face cramping, weight gain, increased leg, arm and back pain, tingling and numbness, irritability, weakness, and fatigue, abdominal pain, cramping, abdominal twitching, the feeling as if my abdomen is going to tare when I sneeze, when I cough hard, heavy bleeding, clotting, cramping and pain during menstruation.